Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for crps and spinal pain indications. The reason for call was pt reported she was in the hospital for 21 days due to problems with the left arm - pt stated she had "monster swelling" of the left arm since (B)(6) 2022 pss asked if swelling is related to the ins / therapy pt stated that she does have leads in her left arm but they do not know if related to the ins / therapy. Pt stated the whole left side was painful and she could not move - pt stated she has burning pain. Pt has an appt next week with neurosurgeon to have her left arm checked. Pt stated this should never have happened. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the cause of the issues was unknown but likely crps. Imaging showed a pinched nerve in their left shoulder so they will be getting an epidural and ganglion block. The patient also noted this happened the day after they had an ablation due to afib.

Event description:
During today's call, pt mentioned their condition had worsen since losing their pain management 2019 due to hcp leaving clinic. Pt stated with their crps (complex regional pain syndrome) issue the spinal cord stimulation (scs) did not work alone. Pt explained they needed the spinal cord stimulation (scs), narcotics sympathetic block procedures. Pt added they found a new pn mgmt hcp on (B)(6) 2022 and are going for their third procedure. Pt said hcp told them it was going to take some time due to going without blocks. Pt stated when they got worse from not having procedures for 2 years they were in bad shape. Pt said a mdt rep met with them at hcp office in (B)(6). Pt mentioned the rep set therapy very high but to where they could not feel it b/c it was very uncomfortable, made them crazy. Pt added they could feel stimulation a little when they move their neck which they could deal with. Pt remarked this seemed to help a lot with the swelling, burning. Pt commented the swelling/burning is everywhere now in upper / lower extremities (see rtg0066241 / rtg0066442 / rtg0332581). MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.